Manufacturer narrative:
Per tandem's user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in losing consciousness and seizures. The suspected cause was due to the customer entering a basal rate that was too high. Customer adjusted the basal rate but accidentally entered 9.0 units per hour instead of 0.9 units per hour; cause was due to user error. Customer was hospitalized. No details were provided regarding the treatment received.